Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted.

Manufacturer narrative:
Additional information: based on the available information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause, device investigation at the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user experienced sudden hearing loss with the right ci in (B)(6) 2026. Re-implantation was considered and successfully performed on (B)(6) 2026.